Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis the cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated for the peritonitis with injection (inj) reflin (1 gram daily; route not reported), inj gentamicin (80 milligrams daily; route not reported) and inj vancomycin (1 gram every 2nd day; route not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.